Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks possibly detected due to the right ventricular (rv) lead oversensing. The lead integrity alert (lia) had triggered on the same day due to increased sensing integrity counter (sic) and high rate non-sustained episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the inappropriate shocks were due to electromagnetic interference. Reprogramming was performed from integrated bipolar to true bipolar. The device remains in use.